Manufacturer narrative:
The reported event of the disappearance of live egms was confirmed. Based off of software analysis it was found that programming setting were the cause of the complaint. No malfunction was noted with the device.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise, and missing egms on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.